Event description:
Over the weekend, the pt went on a motorcycle ride and came across a construction zone that "caused a lot of jarring." The implantable neurostimulator (ins) battery was checked and it was low, but the pt had stimulation. The pt charged up her recharger and then tried to recharge her ins, but the recharger was "stuck" on the reposition antenna warning screen. The pt had telemetry issues with both the recharger and pt programmer. It was noted that the pt recharged every two weeks, the last recharge was 2.5 - 3 weeks ago. In 2009, they were unable to communicate with the ins using the physician programmer. An ins overdischarge was suspected. A pmr (physician mode recharge) was done and a second was needed and was going to be done. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.